Event description:
Kimberly clark corp rec'd notice in 2004 alleging that the pt had a bad odor and pain urinating. According to the complaint, the pt visited a doctor and alleges that a portion of the pledget was left in their vagina. The pt alleges this was the cause of the vaginal infection.